Event description:
Information was received from a healthcare provider regarding an implantable neurostimulator. The reason for call was to get MRI information. The caller stated that the patient reported that one lead is lodged in a location outside of the spine. The patient came in today for an MRI and activated MRI mode, which showed the full body eligible status. Tss reviewed MRI information with the caller.

Manufacturer narrative:
Continuation of d10: product ID 977a260: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.